Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms noted. The insulin pump passed functional testing. The insulin pump was received with cracked battery tube threads, minor scratched liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing battery issues and no delivery alarms on the insulin pump, and there was a crack on the battery compartment and scratches on the screen. The customer's blood glucose was not known. It was also not known how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. It was not possible to troubleshoot for the no delivery alarm as it was a past event. Troubleshooting was not completed for the low battery alarm. Nothing further was reported.